Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaw of a large suturecut needle driver instrument was not articulating properly. The procedure was completed but the patient outcome was not provided. There was an over 15-minute procedure delay.